Event description:
I am writing to inform you of a dreadful and shocking reaction that I had to the use of the filler vollure in my cheeks and voluma in my lip area. Previously, I have had voluma, juvederm, juvederm xc and vollure injected with no adverse affects. On (B)(6) 2023 I had one syringe each of these products injected. The look was aesthetically pleasing and other than mild bruising, I had no adverse reactions. The following is a timeline from this date forward: (B)(6) 2023, I had a case of covid. It was mild and became un-symptomatic within 24 hours. (B)(6), I had a dental cleaning with a subsequent crown put on within a couple of days. (B)(6), I noticed the first two nodules in the area right underneath my nose. (B)(6), I had a spinal injection of cortisone for neck pain from a congenital defect. (B)(6), I had a fall from a retaining wall in which I fell about 3 feet and hit the left side of my head. (B)(6), I noticed some swelling in my facial area, a little more noticeable on the left side. (B)(6), the swelling became much more apparent and most notably on my left side, although the right side of my face was somewhat swollen as well. My lips were swollen only on the left side of my face, so swollen that I could not go out in public. (B)(6), I saw my nurse practitioner to discuss my concern. An x-ray was performed with no facial fractures present. There was no explanation for this dysmorphic facial swelling. (B)(6), I had an appointment with my medical spa practitioner ((B)(6)) to discuss my concern, she raised concerns about my recent covid infection and the facial filler combined with the trauma to my face from the dental work and fall. She put me on a regimen of prevacid and ibuprofen until the swelling went down. (B)(6), I met informally with my spine practitioner to discuss any possible adverse reactions to the procedure. He stated there was none noted. He could not find an explanation as to why this swelling was occurring on predominately the left-side of my face. (B)(6), the swelling began to subside and I discontinued the prevacid/ibuprofen regimen. (B)(6), the swelling returned. At this time, it returned equally to both sides of my face. I also began to notice additional granulomas in the corner area of my mouth & chin. I restarted the suggested regimen of prevacid and ibuprofen. I was on this particular regime for two more weeks before I was able to fully discontinue it. By this time, my face had no residual swelling and all the filler that had been injected in (B)(6) (and previous times) was completely dissolved. My face looked worse than it did when I went in on (B)(6) 2023. My practitioner and I have both researched the covid/filler delayed inflammatory reaction and are certain that the covid infection and dental work started the process of granulomas and the further trauma of the fall created edema on the left side of my face due to the filler. I have subsequently tried to reattain the fuller look to my face with more filler. I had 4 syringes put in in (B)(6) 2023 and have had little effect as the deflation to my face is dramatic. I have now started sculptra treatments to see if this will have any success in restoring my face to its previous condition. As of (B)(6) 2023, I still had the granulomas which have since dissolved with an intensive treatment of facial massage. Since my incident, I have spoken to one other person whose lip swelled and subsequently split open after a filler injection and receiving the covid vaccine. Thank you. In (B)(6) 2023 I had 1 syringe of volluma and 1 syringe of volbella. In (B)(6) 2023, I had a combination of volbella, volluma, & juvederm. I had 4 syringes total of this combination. I have had 2 nodules appear in my lips after these injections. Reference report # (B)(4).